Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("ramdom pain in legs and arm"), hypoaesthesia ("numbness in hand"), migraine ("migraines"), alopecia ("hair falling out"), dyspareunia ("pain during sex"), menorrhagia ("heavy bleeding and clotting during"), irritable bowel syndrome ("ibs"), herpes zoster ("shingles") and haemorrhoids ("hemorrhoids"). The patient was treated with hysterectomy. Essure was removed in november 2017. At the time of the report, the pelvic pain, hypoaesthesia, migraine, alopecia, dyspareunia, menorrhagia, irritable bowel syndrome, herpes zoster and haemorrhoids outcome was unknown. The reporter considered alopecia, dyspareunia, haemorrhoids, herpes zoster, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, pain in extremity and pelvic pain to be related to essure. The reporter commented: an ultrasound and x-ray was done and the doctor could not determined if they are migrated. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("random pain in legs and arm"), hypoaesthesia ("numbness in hand"), migraine ("migraines"), alopecia ("hair falling out"), dyspareunia ("pain during sex"), menorrhagia ("heavy bleeding and clotting during"), irritable bowel syndrome ("ibs"), herpes zoster ("shingles") and haemorrhoids ("hemorrhoids"). The patient was treated with hysterectomy. Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, hypoaesthesia, migraine, alopecia, dyspareunia, menorrhagia, irritable bowel syndrome, herpes zoster and haemorrhoids outcome was unknown. The reporter considered alopecia, dyspareunia, haemorrhoids, herpes zoster, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, pain in extremity and pelvic pain to be related to essure. The reporter commented: an ultrasound and x-ray was done and the doctor could not determined if they are migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: herpes zoster and haemorrhoids events were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.